Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through a (B)(6) clinical follow-up survey on core biopsy instruments, there were 2 occurrences of hematoma, 2 occurrences of hemorrhage, and 2 occurrences of pain during kidney biopsy procedure(s). It was further reported there was 1 occurrence of hemoptysis requiring hospitalization or specific therapy, 2 occurrences of pain, and 2 occurrences of thoracostomy tube placement requiring prolonged admission, catheter exchange or pleurodesis during lung biopsy procedure(s). There current status of the patient(s) was not provided.